Manufacturer narrative:
(B)(4)

Event description:
It was reported that after a patient got home from surgery, she felt a lot of fluttering and thought her implantable neurostimulator (ins) was turned up too high. She had an overstimulation sensation. When the patient lay down in bed, she could feel stimulation going down her leg. Stimulation was adjusted from 1.4 volts to 1.2 volts on program 3. The patient would run to the bathroom every half hour or hour, but after implant she went to the bathroom about every two hours, and sometimes four at night. The patient wasn¿t trained adequately on using the patient programmer, and programmer training was ineffective because, she was still under the effects of anesthesia. About a week after implant, the patient had tingling and stimulation down the leg. She decreased stimulation and the sensation went away and resolved with stimulation change. The patient later had the device explanted on 2015 (B)(6) due to left buttock pain related to the ins. There was a possible lead fracture and only a cut portion of the lead remained with the explanted product. The device was not replaced. There was no patient injury.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va057ly, implanted: 2013 (B)(6); product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.